Event description:
It was reported the patient¿s trial lead was removed early due to numbness in their hands after the lead was placed in the cervical region. It was reported the lead was removed on the day of the report. It was noted the patient received benefit from the therapy and would like to continue with implant if their health care provider determines it is possible.

Event description:
Follow up reported the trial lead was removed (B)(6) 2013 and the patient¿s reported hand numbness subsided. There was no injury to the patient.

Manufacturer narrative:
(B)(4).